Event description:
It was reported that the user paired a dexcom g7 sensor and experienced a pairing issue after initially entering an incorrect pairing code, after which the correct code was confirmed and the user planned to call back if further assistance was needed. Symptoms included no reported clinical effects. Outcomes included no alerts, alarms, or medical intervention. Investigation included user education and troubleshooting on correct pairing procedures. Investigation of this case revealed a user performance issue related to an incorrect pairing code entry for a compatible sensor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.